Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/24/2023, it was reported by a sales representative via phone that an ar-1588tn-20 tightrope implant would not tighten . This was discovered during a case. Surgeon diverted from intended procedure to use a swivellock to complete.

Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation. Per event description: "an ar-1588tn-20 tightrope implant would not tighten." It is concluded that the implant was not tightened. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error per dfu-0147 g. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.